Event description:
It was reported that, "surgeon was final tightening xia ii blocker with a breakaway torque wrench, the wrench would not click and as a result, the blocker was over tightened and shredded."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.